Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was used during a therapeutic colonoscopy to place a clip following a polypectomy. The clip did not attach, and it was unable to be recovered. The issue was found during reprocessing. There were no reports of patient harm. This report is linked to the patient identifier (B)(6).

Manufacturer narrative:
The investigation is ongoing. The customer did state that scope was reprocessed according to instructions for use, however, the customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was considered to have been a hemostasis clip, and was presumed to have been due to reprocessing that was not conducted properly due to leakage from the ethylene oxide (eto) valve. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.